Event description:
It was reported that the customer's glucometer was no longer working properly. It was also stated that the customer was hospitalized two years ago due to high blood glucose, ketones and dehydration. The caller stated that the event was not due to the insulin pump or any medtronic products. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.